Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. It was also noted that at an unspecified time, a pacemaker was also implanted. At an unspecified time, post-implant of the watchman flx closure device and pacemaker, the patient died.

Manufacturer narrative:
Date of death used as event date as no addition information surrounding the event or details leading up to the death are available.